Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that during a regular checkup, it was discovered that the right ventricular lead had low impedance and a polarization change. It was also reported that the patient had been feeling muscle stimulation. It was decided to continue to use the lead in unipolar mode but it was planned to replace the lead in the following months. No further patient complications have been reported as a result of this event.